Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tube showing coiled wire (essure) embedded within its stroma') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The patient's concurrent conditions included pelvic pain female, fibroids, cyst, endometriosis and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esuure removed/laparoscopy, bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the outer coil was the deployed , the delivery wire was removed and 3 coils were noted tobe trailing in the uterus. The opposites side was then visualized and cannualized in a similar fashion with 4 coils noted to be trailing in the uterus concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, lot number and rcc were added. Event "essure removal" was updated to "fallopian tube showing coiled wire (essure) embedded within its stroma". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tube showing coiled wire (essure) embedded within its stroma') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The patient's concurrent conditions included pelvic pain female, fibroids, cyst, endometriosis and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esuure removed/laparoscopy, bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the outer coil was the deployed , the delivery wire was removed and 3 coils were noted to be trailing in the uterus. The opposites side was then visualized and cannualized in a similar fashion with 4 coils noted to be trailing in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device lot number: 919017, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Event injury nos was updated to medical device removal. Reporter, essure insertion and removal dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.